Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. On the same day as onset, the patient was hospitalized for the event. Four days after being admitted to the hospital, the patient was discharged and the next day, the patient was readmitted for the peritonitis event. Treatment for the event was not reported. Five days later, the patient was again discharged from the hospital. On an unreported date, dianeal therapies were discontinued. At the time of this report, the peritonitis was resolving and the patient was recovering from the peritonitis event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.